Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of unintended disconnections with maxplus while in use with a patient. No specific event details have been provided at this time.

Manufacturer narrative:
Correction on initial report.